Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that a cardiac perforation occurred. During a pulsed field ablation (pfa) procedure to treat a paroxysmal atrial fibrillation a farawave was selected for use. During the procedure, the physician commented that a pulmonary vein perforation occurred with the guidewire used. The guidewire was stuck into the pulmonary vein. When she tried to pull back the guidewire into the catheter, she could see the entire heart moving with the guide wire in the fluoroscopy images. The guidewire was not stuck with the catheter, because she was able to easily pull back the catheter into the sheath. It was the distal extremity of the gw that was stuck. CT scan was performed, and a pulmonary hematoma was found. Preventive lobectomy will be performed to avoid further complication. Patient is doing fine. The wire was replaced, and the procedure was able to be completed successfully. The patient is doing fine. The device is expected to return for laboratory analysis.